Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced bleeding and lost 150ml's of blood. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information from the physician. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This event is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient experienced bleeding and lost 150ml's of blood. It is unknown what medical intervention, if any, was required to resolve this reported bleeding event.